Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27 mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medical regiment of plavix and aspirin. The patient came in for their 45 day follow up appointment and the imaging showed that there was no leak and no device related thrombus. The patient had a 6 month follow up appointment. The transthoracic echocardiogram imaging showed that there was no leak or any device related thrombus. The physician changed the patients medical regiment to only aspirin. 4 days after the 6 month follow up appointment the patient was admitted to the hospital with a cerebral vascular accident(cva). The patient was given tissue plasminogen activator to help treat for the cva. In addition the patient was transferred to another hospital where a mechanical thrombectomy was successfully performed. The patient recovered from these events and showed no acute neurological deficits. The patient has since been discharged from the hospital.